Event description:
Device malfunction: flared stent strut. Time of malfunction: during the procedure in 2006. Symptoms / ae: none. It was reported that during treatment of the superficial femoral artery, post-dilatation, a non-abbott dilatation balloon, caught on the radiopaque markers and a stent strut bent down toward the lumen. The physician decided to place a second, non-abbott stent inside the first stent to push the strut back up to its normal position. The sfa was described as having, no tortuousity, but heavy calcification. The entry was antegrade stick, straight down. No additional information was available.